Event description:
The account alleged the cardiopulmonary resuscitation feature would not function properly. No reported injury.

Manufacturer narrative:
The technician repositioned the head section to release the cardiopulmonary resuscitation assembly from where it had locked on the head drive to resolve the issue.